Event description:
(B)(4) study. It was reported that the patient had a worsening coronary artery disease and target vessel revascularization occurred. In july 2012, the patient presented with unstable angina (braunwald classification: iib) and underwent cardiac catheterization. Target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 75% stenosis and was 08 mm long with a reference vessel diameter of 2.70 mm. Target lesion was treated with direct placement of a 2.75 x 16 mm pe plus stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced worsening coronary artery disease and was hospitalized on the same day and was referred for cardiac catheterization. The 80% stenosis of proximal rca was treated with pci. On the same day, the event was considered as resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).